Manufacturer narrative:
(B)(4). Lot number 13j010 was manufactured between september 5, 2013 ¿ september 6, 2013. Upon follow up with the customer it was found that the infusion was expected to occur over 48 hours. After 39 hours the infusion was noted to be complete. Evaluation summary: the sample was received for evaluation with approximately 10 ml of fluid in its bladder. Visual inspection did not identify any abnormalities. A functional flow rate test was performed and found the device to flow within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. This occurred during patient infusion of an unknown drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.